Event description:
It was reported that the pump had a motor stall that never recovered and was therefore, explanted. It was noted that the patient went through withdrawals. Their symptoms included delusions/altered mental status, flu ¿like symptoms, nausea, underdose symptoms, and increased pain, and they were hospitalized for several days. The pump was not interrogated until the patient was released from the hospital, at which time the health care provider (hcp) interrogated the pump and discovered the motor stall. It was stated that the location of the issue or symptom was ¿systemic¿. The patient status at the time of the report was stated as ¿alive-no injury¿. The pump system was being used to deliver morphine. It was further reported that the dose of morphine being delivered by the pump was 0.5 mg/day. It was noted that the patient was doing fine, but the reporter was not sure if the patient was receiving effective therapy.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to gear wheel three. The battery had high resistance.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.